Event description:
Patient was treated with a trochanteric fixation nail, helical blade and screw, along with an external bone growth stimulator on (B)(6) 2011. Patient returned to the surgeon complaining of continuing hip pain, x-rays and clinical exam on unknown date showed a non-union of the femur. Patient was returned to the operating room on (B)(6) 2012. Surgeon removed the nail, helical blade and one unknown screw. Patient was revised to a plate and screw fixation. This is the first of 3 reports submitted on this event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications.